Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is likely duet the vacuum pump oil, oil mist filter, catalytic converter, and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
¿The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
Brand name - the correct brand name is sterrad 100nx sterilizer 2-dr, with duo. Catalog number - the correct catalog number is 10104-004. A field service engineer was dispatched to customer site. The vacuum pump oil, oil mist filter, catalytic converter, and adapter converter were replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service on 12/21/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was confirmed the unit was turned off and the room had been vacated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.